Event description:
During a laparoscopic appendectomy procedure, the safety shield did not retract after penetration and the trocar punctured the iliac artery. Bleeding occurred. The pt received a blood transfusion. The procedure was converted to a laparotomy. The surgeon applied suture to complete the procedure. The hospital reported the pt's status is staple.